Manufacturer narrative:
The lens was returned for eval. Solution is dried on the lens. Both haptics are bent. The optic has damage from being re-cased incorrectly. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge/handpiece combination. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not determine a root cause for the reported complaint. However, lens damage was observed. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed adverse event questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was removed and a vitrectomy performed. Additional information was received from the facility that reported the lens was inserted in the pt's eye and a capsule tear occurred. The lens was removed through an enlarged incision and a vitrectomy was performed. A different model lens was implanted with no adverse effects for the pt. Additional information has been requested.